Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had post-reset ram crc alarm and experienced high blood glucose on insulin pump. The customer¿s blood glucose level was 350 mg/dl. Troubleshoot was performed and customer stated pump is not functioning correctly. Customer reports the pump was neither stored nor without a battery for > 8 hours. Customer states the alarm occurred immediately after a battery change. The customer had treated with treated with the pump. The customer was unable to troubleshoot for insulin flow block alarm and power loss alarm. The insulin pump not will be returned for analysis.